Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer saw dots and mis-marked scale markings on an insulin syringe with bd ultra-fine¿ needle before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (4) 3/10cc, 12.7mm, 30g syringes in an open poly bag from lot # 6347562. Customer states that there are dots on the inside of the barrel and the markings are inconsistent. All returned syringes were examined and all exhibited dots printed on the outer surface of the barrel (one syringe with one dot, three syringes with two dots). These dots are usually present on the barrel and the number of dots on the syringes corresponds to the impression on the drum, for tracking and analysis of print issues. There can be anywhere from 0-3 dots depending on the line. As per manufacturing, a review of the device history record was completed for batch # 6347562 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted pertaining to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no manufacturing defects were observed on any of the samples complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.